Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had two implantable neurostimulators implanted and had terrible shocking. They went to the emergency room (ER) and a manufacturer representative (rep) spoke with a doctor and it was fixed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.